Manufacturer narrative:
The date of event was approximated as (B)(6) 2017. It was reported that the patient had a revision incision and drainage (I&d) in (B)(6) 2017. Previous incision and drainage procedures were reported under medwatch MFR report # 2916596-2016-02079. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent revision incision and drainage (I&d) in (B)(6) 2017. The patient was then readmitted in (B)(6) 2017 with increased drainage, leukocytosis, and fever due to ongoing pseudomonas driveline exit site (dles) infection. CT scan revealed recurrent inflammation along driveline and the patient again underwent driveline revision I&d. On (B)(6) 2017 dles cultures were positive for pseudomonas infection. The patient was discharged home on IV antibiotics. It was reported that since (B)(6) 2017 the patient was on cipro, piperacillin and vancomycin, or a combination of them, both oral and IV, inpatient and at home. On (B)(6) 2017 it was reported that the patient was seen in the clinic approximately 2 weeks prior to discuss surgical options regarding the ongoing infection. It was reported that the patient had undergone I&d of dles on approximately 5 occasions and infection was now close to the pump pocket. A full system pump exchange was planned. The patient presented for heparin bridge and elective lvad exchange. The patient underwent a pump exchange on (B)(6) 2017 to another manufacturer's device due to infection. Reportedly the pump was operating as expected and lvad parameters were within normal limits. The pump was to be returned for analysis.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively and no device-related issues were identified during the evaluation of the left ventricular assist system (lvas). The lvas was returned assembled with the driveline cut approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow conduit was returned attached to the pump outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvas also revealed no evidence of developed depositions or thrombus formations. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.